Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Correction: date of implant should have been reported as (B)(6) 2014

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
Concomitant product in which was not reported earlier.

Manufacturer narrative:
It was incorrectly reported that the cardiac resynchronization therapy defibrillator was explanted prophylactically. There was an allegation of premature battery depletion against the device. Product problem has been selected, which was not reported earlier. Updated with device return date. Report source of ¿user facility¿ has been selected, which was not reported earlier. Updated to 'no' and 'device evaluated by manufacturer: device evaluation anticipated, but not yet begun (02)'. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator exhibited premature battery depletion. The device was also on advisory. The device was explanted and replaced. The patient was stable.